Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is received and/or additional information is provided related to this report, a summary of the analysis will be provided in a supplemental report.

Event description:
Customer reported the product has a loose 15mm connector. No additional information was provided regarding this event however; follow up efforts are being made to gather more details.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A dimensional test was performed diameter of the distal end was measured within specification. A functional test was performed and it was observed the sample is within approval range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the product has a loose 15mm connector. No additional information was provided regarding this event however; follow up efforts are being made to gather more details.